Event description:
It was reported by the customer's mother that the customer had physical damage to the insulin pump. Customer's blood glucose level was 509 mg/dl. Customer stated that the damage is near the battery chamber. Customer was advised that the insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and loose/shifted end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.